Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) was exhibiting failure to interrogate. The ICD was explanted, and new ICD was implanted. The patient was in stable condition.